Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that guidezilla collar was broken. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the collar of the guidezilla was partially fractured while inside the patient's body. The device was then removed from the patient's body and complete separation then occurred. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft and tip was not returned for analysis. There was dried contrast on the hypotube. The hypotube was microscopically inspected. Inspection revealed numerous kinks in the hypotube and the device was completely separated at the distal edge of the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guidezilla collar was broken. The target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar of the guidezilla was partially fractured while inside the patient's body. The device was then removed from the patient's body and complete separation then occurred. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.